Manufacturer narrative:
The meter and test strips have been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found, the complaint was not confirmed. The test strips were also returned on (B)(4) 2012 however were not evaluated since the issue was determined to be caused by user error, incorrect technique and was resolved by customer service. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the apply sample message. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 (8:30am). According to the csr's documentation, 15 minutes prior to the start of the alleged issue the patient reportedly consumed more food/drink; it is not clear if the patient was consuming his usual breakfast at this time. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. It is also not known if the patient tested his blood glucose with another device after the alleged issue occurred. According to the csr's documentation, as a result of the alleged issue, the patient reportedly developed symptoms of shaking and lightheadedness 30 minutes later. The patient, however, denied receiving any treatment after the alleged meter issue began. At the time of troubleshooting, the csr verified the patient was using the subject meter for the first time and he was using the correct test strips at the time the alleged issue occurred. The csr noted, however, that the patient was not using the proper testing procedure per owner's booklet recommendation. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.